Event description:
The pt had a full system replacement due to a granuloma at the catheter tip. The device was used to deliver morphine with a concentration of 50 mg/ml; the dose was not specified. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.